Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern with the product," "a lump on left breast", "left transaxiliary is numb", "chest pain", "feels something moving down left arm", capsular contracture baker grade unknown

Event description:
Patient reported exchange of textured breast implants due to concern with the product, "a lump on left breast", "left transaxiliary is numb", "chest pain", and "feels something moving down left arm." Patient additionally reported "cancer survivor"; this is not device related. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Patient reported exchange of textured breast implants due to concern with the product, "a lump on left breast", "left transaxiliary is numb", "chest pain", and "feels something moving down left arm." Patient additionally reported "cancer survivor"; this is not device related. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Correction: aware date of initial medwatch should have been 11/jul/2022. This was date we first became aware of reportable event and matches the parent record aware date. Device evaluation: the device related to the reported event of anxiety-product/procedure, lump/nodule, pain, sensation increase/decrease, neurological symptoms and capsular contracture was received on july 29, 2022, with lot number 2830357. Analysis of the returned device identified the weight the device within specification, red particles in the shell, crease fold and encapsulation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.